Event description:
It was reported that intermittent occlusion alarms occurred and eventually resulted in the customer going the emergency room on (B)(6) 2026 with a blood glucose level of 403 mg/dl. Customer received intravenous fluids of saline and insulin which resolved the issue and was released the same day with no permanent damage, successfully resuming insulin therapy.